Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
A patient specific implant prescription form was received for the patient's left distal femur with notes: "aseptic loosening and subsidence of the femoral component."

Manufacturer narrative:
An event regarding loosening involving a patient specific, proximal tibia, femoral component was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a distal femoral replacement which was inserted on 03june1999. The surgeon reported aseptic loosening and subsidence of the femoral component. The CT scan provided shows that the bone around the stem had massive radiolucent lines, bone resorption, remodelling and defects. The femoral stem is not in good alignment inside the cavity, indicating the implant has loosened. However, in order to assess the subsidence of the femoral component, the image of the original position of the stem is required for comparison. Nevertheless, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 26 may 1999 with no reported discrepancies. Complaint history review: there have been 5 other events. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant prescription form was received for the patient's left distal femur with notes: "aseptic loosening and subsidence of the femoral component."